Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. It was also noted that the catheter was kinked. Functional analysis cannot be performed due to the balloon lumen being occluded and it was not possible to unblock it. Microscopic inspection was done and found the balloon had a pinhole in the proximal section of the body of the balloon. The found failures are likely due to factors encountered during the procedure, such as the interaction with the scope and/or excess force applied during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloons were used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped. The same issue occurred with the second maxforce biliary dilatation balloon. It was noted that the balloons popped at 4mm. The procedure was completed with a hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.